Manufacturer narrative:
Additional information was received that the ipg that was replaced was a competitors device.

Event description:
A report was received that the patient was experiencing increased mid back pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Should have been: additional information was received that the ipg that was replaced was a competitors device. It was noted that the patients lead stayed in place.

Event description:
A report was received that the patient was experiencing increased mid back pain. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing increased mid back pain. The patient will undergo a revision procedure.